Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A hemodialysis inpatient user facility reported during treatment an external blood leak occurred at the beginning of therapy. The blood leak was visually observed and seen leaking from the arterial header down the exterior of the dialyzer. It is unk whether or not blood test strips were used. The estimated blood loss was 25ml. The machine did not alarm appropriately, as no blood leak alarms sounded. The pt did not experience any adverse effects or seek medical attention. The pt completed his treatment on a different machine with a new set-up. The actual sample was made available for eval.

Manufacturer narrative:
There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. A lot number review was conducted and as of 08/24/2015, two complaints have been reported against the reported lot number. The reported complaint of internal dialyzer blood leak was not confirmed. A complaint sample has not been received for manufacturer evaluation. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the complaint sample.